Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the downstream occlusion alarms. The device was operating within specification and passed all functional testing.

Event description:
It was reported that a spectrum pump constantly alarmed downstream occlusion. It was also reported that there was no patient incident.